Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2016. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient's hand washing technique. The patient was hospitalized for the peritonitis event. Treatment for the event was not reported. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Event type: other serious important medical events (previously captured as hospitalized). It was not reported if the patient was hospitalized for the peritonitis event (previously captured as hospitalized). Should additional relevant information become available, a supplemental report will be submitted.